Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to prothesis wear and fracture. However, the causes of the wear and fracture cannot be confirmed from the provided information but may include incomplete seating of the implant and/or improper glenoid preparation leading to a rocking horse effect and/or the inclusion of the polyethylene in the packaging recall. Potential user and patient-related contributions to the event could not be evaluated from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5527605 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 5485730 300-10-45 - equinoxe replicator plate 4.5mm o/s. 5219514 300-20-02 - equinox square torque define screw drive kit. 5340159 300-30-08 - equinoxe preserve stem 8mm. 5380933 310-01-50 - equinoxe, humeral head short, 50mm (beta). 4250631 314-13-23 - equinoxe cage glenoid m, post aug, left. 5589758 531-78-20 - shoulder gps hex pins kit. 07020018085 a10012 - gps implant kit v2.

Event description:
It was reported that this patient's shoulder was revised approximately 5 years 10 months post op. The revision was due to pain. Extensive bone grafting was done. No baseplate was implanted at this time. Surgeon wanted to let the bone graft heal as much as possible and then will complete the surgery in a few months. No issues with surgery today.